Event description:
The patient reported that in 2007, she experienced elevated blood glucose of 560 mg/dl while pregnant. Her normal blood glucose range is 70 - 110 mg/dl. She stated, that she felt sick, was extremely thirsty, and had a headache. She went to the hospital and was placed on insulin injections and has not reconnected to the infusion device since. The patient returned the infusion device for evaluation.